Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device replacement procedure was performed where this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This pacemaker was returned to the facility awaiting analysis.